Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2024. The leak occurred at the site after the infusion set had been in use for two days. No further information available.

Manufacturer narrative:
E1: (B)(6). Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 18-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6003902 was provided. Complaint was classified under malfunction code: infusion site egress - trace moisture / superficial wetness. A query was run in the electronic quality management system (eqms) on 18-mar-2026 against "lot number" "6003902" and similar malfunction code(s). Infusion site egress - trace moisture / superficial wetness, infusion site leakage - trace moisture / superfical wetness, infusion site leakage- trace moisture / superfical wetness, leakage infusion site (cannula base part/cannula) (specific cause not identified), leakage from infusion site (cannula base part/cannula) (specific cause not identified). No records were identified for this lot and similar related issues. A non-conformance (nc)/CAPA query search was run in the electronic quality management system (eqms) system performed on 18-mar-2026 against "lot/batch number" "6003902". No records were found. Device history record (DHR) review: the device history record (DHR) for lot 6003902 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code . Conclusion of complaint investigation: lot no. 6003902 was provided, however, as the complaint is categorized as a reportable with no harm reported and no issues were found during eqms search and DHR review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.